Event description:
It was reported that during a routine follow up, externalized conductors were observed via x-ray, between the rv and svc coils. No electrical anomalies were found. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.